Event description:
The customer observed a (B)(6) alinity I anti-hcv results generated on an alinity I processing module for one patient. (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I anti-hcv results generated on an alinity I processing module for one patient. (B)(6) initial result on architect i1000sr (i1sr55689)=(B)(6) s/co (nonreactive), repeat result on architect = (B)(6) s/co (nonreactive). Sid (B)(6) was repeated on an alinity I processing module (ai02656) generating a result = (B)(6) s/co (nonreactive). Sid (B)(6) was repeated on vitros generating a result = (B)(6) (reactive). Previous results from (B)(6) 2021 were provided: sid (B)(6) initial result on architect (i1sr55689) = (B)(6) s/co (reactive), sid (B)(6) repeat result on architect = (B)(6) s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained reagent kit of lot 31107be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lots. In-house testing of a retained reagent kit of the complaint lot was performed. Two seroconversion panels (zeptometrix hcv 9047 and hcv 9045) and additional replicates of the positive control were tested. The seroconversion panel results were compared to architect hcv test results provided by zeptometrix since the architect anti-hcv and alinity I anti-hcv assays are equivalent. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. The specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent lot 31107be00 was identified. Corrected information provided in section d4 catalog no. And unique identifier (UDI) # and section g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail.